Manufacturer narrative:
Additional information d9 and h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius biomedical technician (bmet). To resolve the reported issue, the bmet replaced the fill valve, circuit board, and cable. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius bmet identified a burnt and smoking fill valve component. Therefore, the complaint event was confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that a granuflo dissolution tank started to smoke during use and produced a burning smell. Upon troubleshooting the machine issue, a burnt fill valve was found. The burnt component was noticed during the machine repair. There was no harm to any patients or individuals because of this malfunction. The fill valve was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burnt valve. The biomed replaced the fill valve, circuit board, and cable connecting those two components, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The biomed reported that the valve is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a granuflo dissolution tank started to smoke during use and produced a burning smell. Upon troubleshooting the machine issue, a burnt fill valve was found. The burnt component was noticed during the machine repair. There was no harm to any patients or individuals because of this malfunction. The fill valve was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burnt valve. The biomed replaced the fill valve, circuit board, and cable connecting those two components, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The biomed reported that the valve is available to be returned to the manufacturer for physical evaluation.